Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shocks were observed due to artifact sensing. The lead was capped and replaced on (B)(6) 2016. Patient condition before and after the procedure was good.